Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was returned to sss in its original packaging. Upon inspection, the tyvek pouch was found to be unsealed along the right-hand mangar seal which is adjacent to the sss seal. The left-hand mangar seal was pulled apart by hand to recreate the failure mode; however, the seal texture did not appear the same. The seal site in question was visually smooth while the recreated seal site was wrinkled. This excludes the likelihood the seal was forcefully pulled apart. A comparison of the actual and recreated broken seals suggests the device was not subjected to impact where a physical force pulled the seal apart. The incoming inspection reports for the lot in question were pulled to confirm the proper inspections were made prior to releasing the pouches onto the production floor. The device history record for the returned device indicates the device passed all inspections prior to release from sss. Base on the provided material, the possibility for mishandling after distribution from sss as well as the possibility of a supplier (mangar) defect cannot be excluded as root causes of the reported issue. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the "package was open when it arrived to the customer. Sterile barrier was broken." The device was not used.